Manufacturer narrative:
The pump passed the displacement, off no power, operating currents, and self test. No weak battery alarms noted. The pump was received with intermittent button response due to corroded keypad traces. No ramping numbers anomaly noted. The pump also had minor scratches on the display window, a cracked case at the display window corner, a cracked reservoir tube lip, and a cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a weak battery alarm and a keypad anomaly. The customer stated that their workplace was hot and the customer was sweating. The customer's blood glucose level was 173 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the customer was informed to return the device for analysis.